Manufacturer narrative:
Bench repair evaluated the device and confirmed that the device presents irregular data in the measurements, it is necessary to change the flow sensor. The intervention must continue. Bench repair replaced the flow sensor assembly, to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting low o2 alarm. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
Bench repair evaluated the device and confirmed that the device presents irregular data in the measurements, it is necessary to change the flow sensor. The intervention must continue.